Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 for a post implant check up. She stated she had raised her arm soon after the procedure. Upon examination, the right atrial lead was found with elevated capture threshold. A chest x-ray was performed which confirmed the lead had dislodged. The patient was asymptomatic to the anomaly. On (B)(6) 2022, the lead was explanted and replaced successfully. The patient was reported to be doing fine post procedure.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Visual, x-ray, and electrical testing found no anomalies. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The helix was measured and found to be within specification. The reported events of lead dislodgement and elevate capture threshold were not confirmed.